Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim low audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.